Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had locked up and had become unresponsive. Customer¿s blood glucose level was unknown. Customer also reported battery life had diminished, crack near the reservoir area, backlight does not work, insulin pump was making noise different from the normal rewind noise, insulin pump rewind was slower than it was in the past. The device will not be returned for analysis.